Event description:
After using the irrigation/aspirator kits for eye surgery, it was noticed that the tubing was full of bubbles. The irrigation machine was checked and it was further noted that aspirated fluid in the cassette bag was full of what appeared to be soap suds.